Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head has ¿no image¿. The customers reported problem was found during an unspecified event. No death, injury, or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus. The evaluation confirmed the customers reported problem, no image (distorted/disappeared). The evaluation also discovered the video connector has signs of air/water leak and the video connector case is cracked. Additional information has been requested from the customer regarding the details of the reported image defect and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices, and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image displayed was due to failure of the connector part. The contents of the instruction manual were checked for poor watertightness, the phenomenon can be prevented by following the description which states: "do not hit or drop this product. Water leakage may destroy the electrical circuits inside the product." Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the customer¿s reported issue, ¿no image¿, occurred during inspection before use. The scheduled unknown procedure was completed using another device. It was confirmed there were no effects to the patient.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.